Manufacturer narrative:
An event regarding alleged alval/altr involving a lfit v40 cocr head (mated with a restoration modular distal stem) was reported. The event was not confirmed. Conclusions: the subject device has been identified to be within scope of ra 2012-067. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a revision total hip replacement on (B)(6) 2012 utilizing the restoration modular hip system along with stryker lfit anatomic cocr femoral head. It is further alleged "after being diagnosed with cobalt reactions and aseptic lymphocyte-dominated vasculitis-associated lesions (alval), the patient underwent further corrective surgical intervention on or about (B)(6) 2016...due to product failure, blood poisoning, infections, bone loss, extreme pain and discomfort and permanent hip disability". It is alleged that patient "underwent additional surgery on (B)(6) 2016 to address complications caused in whole or in part by the failure of the stryker lfit anatomic cocr v40 femoral head".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a revision total hip replacement on (B)(6) 2012 utilizing the restoration modular hip system along with stryker lfit anatomic cocr femoral head. It is further alleged "after being diagnosed with cobalt reactions and aseptic lymphocyte-dominated vasculitis-associated lesions (alval), the patient underwent further corrective surgical intervention on or about (B)(6) 2016. Due to product failure, blood poisoning, infections, bone loss, extreme pain and discomfort and permanent hip disability". It is alleged that patient "underwent additional surgery on (B)(6) 2016 to address complications caused in whole or in part by the failure of the stryker lfit anatomic cocr v40 femoral head".